Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now alarms without prior low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. No moisture or exposure to warm climate either. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is not expected to be returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. There was no power loss alarm or replace battery now alarm during testing or in the pump trace download.